Event description:
In 2005, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. The patient reported that on an unspecified date she obtained a result of 247 mg/dl on the reported meter. A laboratory blood glucose result of 180 mg/dl was obtained within 10 minutes of the meter result. The patient took no action following the use of the meter, and received no medical attention. Customer care advocate determined that the patient was handling the reagents appropriately, the meter was set to the correct unit of measure and cailbration code number and the testing technique were correct. Quality control testing was performed during the call, with two failing results. The meter, test strips and control solution were replaced.